Manufacturer narrative:
(B)(4): visual evaluation of the returned device found that the flare had detached from the handle, which prevented subsequent functional testing. Additionally, two pronounced kinks were noted at the proximal end of the sheath. The customer's complaint that "the device would not extend the snare loop" was confirmed; the loop could not be extended due to the detached flare. The unit was reassembled and, due to the kinks that were found, the detached flare failure could be reproduced. Since no bends or kinks were noted along the working length of the device prior to use, it is likely that anatomical or procedural factors limited device performance; therefore the most probable root cause of the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01149 addresses the other device. It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic submucosal dissection (esd) procedure (procedure date unknown). According to the complainant, the snare loop would not extend. The device had been completely uncoiled prior to use, no bends or kinks were noted in the plastic sheath, and no resistance was felt when the device was advanced down the scope. The same issue occurred with the second snare, and the procedure was completed with a third rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results: flare detached.